Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a rebel stent delivery system with stent, the product mandrel and stent protector. The product mandrel and the protective tubing that is placed on the stent in manufacturing were in their respective as-manufactured positions on the device. The shaft and hypotube were microscopically examined. The balloon was tightly folded with the stent secure. Microscopic examination revealed numerous kinks throughout the hypotube of the device. Microscopic examination also revealed a complete midshaft separation at the exit notch. The separated ends of the midshaft appeared to be jagged and damaged, which indicates that the separation was due to tensile overload. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. An 8 x 4.00mm rebel stent was selected for use. However, during unpacking, the device was noted to be broken at the distal end of the shaft. Nothing went inside the patient's body no patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. An 8 x 4.00mm rebel stent was selected for use. However, during unpacking, the device was noted to be broken at the distal end of the shaft. Nothing went inside the patient's body no patient complications were reported.